Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscal repair procedure using the fast-fix 360 suture system, t2 implant deployed simultaneously at the moment of t1 deployment. Both implants were removed from the patient using tweezers. The procedure was completed with a non-significant surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Sh10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed that the device was returned in the original box with the batch number of the complaint on the label. The t1/t2/suture were not returned. The actuator is in the pre-t2 position there is bio debris on the needle. A functional evaluation on the device showed the actuator cycled as intended. An evaluation of the customer provided images showed a close up of the needle end of the fast fix 360 laying on a s+n box with the batch number of the complaint on the label. The t1/t2/suture are not visible. The handle is not visible. The actuator isn't visible due to graininess of photo. The needle is bent. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.